Event description:
It was reported that during a haircut, the patient was nicked over the deep brain stimulation (dbs) extension connection site; and the wound did not heal over the course of four months. The patient underwent a procedure where the incision was cleaned, and the extension was moved away from the incision site.